Event description:
The customer reported via phone call that the insulin pump alarmed no delivery 2 days prior to calling. Customer stated that alarm occurred during bolus delivery. She changed the site twice. Customer stated she did not have an infusion set and reservoir set up at the time and was unable to troubleshoot. Customer experienced high blood glucose of 450 mg/dl; she treated with manual injection. The customer also reported that the device has a partial display. The customer changed the battery and it returned to normal. She was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.